Event description:
Customer alleged damage from sterilization process to ophthalmic cryosurgical probes manufactured by cooper surgical. The customer stated the silicone tubing of the probe bonded with the clear portion of the tyvek pouch. When removing the probe from the pouch, the tubing becomes torn.

Manufacturer narrative:
According to the manufacturer of the probe "all ce-2000 probes and insulating sleeves/boots can be flash autoclaved for convenient sterilization between cases. Where possible, removable sleeves/boots should be sterilized separately. The probes and sleeves/boots can also be sterilized by either ethylene oxide gas or stream. Probe should be allowed to cool down at least 20 minutes prior to use. After sterilization and prior to use, the probe should be run in the defrost mode for several minutes to ensure that any moisture in the probe is removed." This product has not been validated for sterrad sterilization.